Manufacturer narrative:
Patient information was requested, but the biomed did not provide.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
Root cause: during troubleshooting the gas delivery system (gds) assy found defective u1 (sensor air flow amp 1000 sscm) generating the analyzer reading at 240.0 lpm set at 10 lpm. U1 was replaced on the air flow sensor pcba.